Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was successfully placed on the leaflets. Upon deploying the clip, the lock line became caught in the device and significant resistance was felt. Troubleshooting was preformed successfully and the lock line was removed. While applying the actuator knob and gripper lever to remove the dc handle, the clip opened to approximately 120 degrees. It was attempted to close the clip using a snare but it was unsuccessful, the patient was converted to surgery. The final mr remained at grade 4. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.